Event description:
It was reported that during a procedure, the t1 implant was found broken prior to being inserted and outside the patient. There was no significant delay or patient injuries but it is unknown how the procedure was finished since no backup device was available to complete it. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one fast-fix 360 reversed curve needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device shows no ts or suture remain on the delivery needle. The t/suture construct was returned and t1 was noted to be bent, t2 and the suture showed no abnormalities. The actuator is in its post t2 deployment position indicating multiple trigger advancements. The needle is bent. The reported complaint of t1 being broken cannot be confirmed. The damage to t1 indicates it was implanted and pulled out of the meniscus. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.